Manufacturer narrative:
A2): patient date of birth unk a4): patient weight unk d4/h4): the lot number was not provided, thus the following information is unknown: serial number, unique ID, expiration date, and manufacture date. H3): the glidelight device was not returned, thus no returned product investigation was performed. H6): perforation of vessels, great vessel perforation, and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a capped right ventricular (rv) and a capped right atrial (ra) lead (implanted on the right side), due to redundancy and non-function. An active rv lead (implanted on the left side) was present in the patient, but was not targeted for extraction. Upon accessing the capped leads in the pocket, significant damage was observed and had both leads had limited length available. Sutures were tied directly to both the capped ra and rv leads to provide traction. Beginning with a spectranetics 16f glidelight laser sheath on the ra lead, advancement was made to the clavicle, but resistance was encountered at the turn leading into the ra. One of the sutures snapped, and the glidelight was removed. Upon further inspection of the ra lead, there was enough lead length to use a cook medical bulldog lead extender, which provided a more secure traction platform. The bulldog, additional suture, and a cook medical one-tie compression coil were used to stabilize the ra lead. Then, focus shifted to the rv lead with the glidelight and suture. Advancement was made past the clavicle and through the right turn before entering the superior vena cava (svc), when the patient¿s blood pressure dropped. Rescue efforts began, including rescue balloon, pericardiocentesis, and sternotomy. A large perforation, extending from the innominate to the svc was discovered. Despite extensive efforts, the perforation was unable to be repaired, and the patient did not survive. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.